Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Provider stated that the bar that this motor attaches to that raises the head section of the bed is bent.